Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
"Product was misfiring on both cases. Jaws would close with no clip firing, then after release clip would come out." Patient status- "fine."

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation, but a sterile unit from the same lot was returned. After visual inspection, engineering actuated the device and fired the clips one at a time. Engineering was unable to replicate the customer's experience of improper clip loading. The root cause could not be determined as engineering was unable replicate the event. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.